Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation of the pulse generator, both atrial and ventricular channels appeared flat on the real-time electrocardiogram during sensing and capture testing. Re-interrogation showed same results, surface electrocardiogram showed normal device function. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.